Manufacturer narrative:
(B)(4) completed: service engineer replaced bowl holder and performed system checkout procedure successfully. The smartcard and photos were submitted for analysis. Review the data indicated that the prime was completed successfully and blood collection was started. After 177ml of whole blood processed, several collect pressure and return pressure warnings were seen. A set up change was performed and after 378ml of whole blood processed, a return pressure warning and a centrifuge blood leak alarm were seen. After 619ml of whole blood processed, centrifuge blood leak alarm persisted and the treatment was aborted. Review of the submitted photos indicated a blood leak occurred in the drive tube above the upper bearing stop. The drive tube was bowed towards the centrifuge chamber wall and between the upper and lower bearings which suggested an upper drive tube delamination. Also form the photos it could be observed that the drive tube was twisted above the upper bearing stop. Bearings within the retainer clips are not visible. The bearing stop has either delaminated, or it was misloaded inside the upper bearing retainer. There was no indication of the drive tube or the bearing hitting the centrifuge chamber wall. The root cause of the reported leak is likely that the upper bearing stop delaminated and allowed the upper drive tube to twist and break. A corrective and preventive action was initiated to investigate drive tube leak/breaks. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d339 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. However, a corrective and preventive action was initiated for drive tube leak/break. This assessment is based on the information available at the time of the investigation. Investigation still in progress as the photo and smart card analysis is not complete at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer called to report a drive tube leak at 600 ml whole blood processed (wbp). Procedure was aborted without blood return to the patient. Customer confirmed that the bearings were still in their bearing retainer clips. Patient reported to be in stable condition. Service order (B)(4) was dispatched. The customer returned the smart card and submitted photos for investigation.